Event description:
Surgeon was performing bilateral breast augmentation. After utilizing the bovie/tip, the surgeon noted an area of erythema along the incision line measuring approx 3mm in length which he attributed to the coagulation device. Upon add'l inspection of the contralateral breast, the surgeon noted a similar area of erythema along the incision where he had previously utilized the coagulation device. This area also measured approx 3mm in length.